Event description:
It was reported that there was event with a metal outer sheath, insulated, 30 cm. According to the information received, there was a problem in the process of assembling the outer sheath and the handle for use before surgery. Inside of the sheath was jammed and not assembled with the handle. So surgeon injected air inside of the sheath using a syringe, and the blue rubber ring inside was detached out. The surgeon is seriously concerned about the situation if it entered the patient's body during surgery. Information about patients health was not provided. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. After intensive investigation, we found the following root cause for the problem: the o-ring in the sheath got pulled/pushed out of its hub inside the sheath connector. The o-ring itself doesn't show signs of damage or wear. As the customer has described that the product got used several times before the failure, we assume it got most likely dislocated during re-processing. Possible causes could be e. G. A too big or bent brush and/or excessive use of compressed air. A correct assembled clickline instrument locks at the distal end with no chance that a lose o-ring could get inside the patient. The event is filed under internal karl storz complaint ID ((B)(4)).